Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt began experiencing a loss of mobility two months after being implanted. Several months later the pt began experiencing diminished motor function in his lower extremities. In turn, the pt's scs system was explanted. The exact date of explant is unk. Since explant, the pt has been using a wheelchair and a walker.